Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed a transfer failed message when attempting to upload to carelink. Customer created a new account and still the issue reoccurred. No further info reported.

Manufacturer narrative:
Insulin pump was downloaded properly to carelink. Insulin pump had several alarms found at the alarm history file. Software alarms due to a corrupted history file. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.